Event description:
It was reported that the patient with this right ventricular (rv) lead exhibited a ventricular septum perforation leading into high pacing thresholds and loss of capture. The lead was originally implanted in left bundle branch area. This is considered and off label use. Subsequently, the lead was explanted and replaced. No additional adverse patient effects were reported.